Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent. No deformation was evident to the distal tip. There was no damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent. The device was inspected with no issues noted. It was reported that during the procedure an attempt was made to advance the resolute onyx stent and a nc-euphora rx ptca balloon catheter however resistance was encountered. A second attempt was made to advance the devices however this failed. Upon removal of the stent from the patient stent deformation was noted. The procedure was completed using another 2.00x15mm resolute onyx stent. The patient was reported to be alive with no injury.

Manufacturer narrative:
The lesion was pre-dilated. The resolute onyx stent and the nc euphora balloon failed to cross the lesion. If information is provided in the future, a supplemental report will be issued.